Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that their implant never really helped and that they peed their pants. The patient noted that they had the device turned off and were not sure when this happened. The patient was reviewed that the device needs to be on in order to help with the therapy. The patient was able to turn the device on and increased to a comfortable sensation. No further complications were reported or were expected.

Event description:
Additional information was received from the patient. The patient reported that they notified their managing physician about the implant never really helping and urinating in pants. The patient noted that their managing physician suggested turning the stimulator up. The patient stated that they turned the device up and changed the program. The patient reported they were unaware that the device was off and that they did not know how the device was turned off. The patient noted that they did not physically turn it off. No further complications were reported or were expected.